Event description:
It was reported that while docking the patient cart to the patient for a da vinci si prostatectomy procedure the surgical staff experienced system error code 25326. The error was cleared by power cycling the system, however, error code 23025 then occurred. The patient was under anesthesia and the port incisions had been made when the surgeon decided to abort the planned procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the system error codes experienced by the customer were associated with a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 25326 is generated when a remote arm controller detects an issue which is isolated to its associated arm and triggers a fault reaction only on that arm network. System error code 23025 occurs when the remote arm controller hardware detects an encoder quadrature fault. Upon determining these conditions, the system records the faults and transitions to a safe state. The psm was returned to intuitive surgical for failure analysis investigation. Engineering was able to replicate the reported issue and determined that the axis-1 motor/encoder had malfunctioned, thus generating the system error codes experienced by the customer. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital